Manufacturer narrative:
Patient information is unknown. Tian w., yu j. (2017), the role of c2-c7 angle in the development of dysphagia after anterior and posterior cervical spine surgery. Clinical spine surgery. Volume 30, pages 1306-1314. (China). This report is for an unknown locking screw /unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is unknown. Explant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter: address and telephone number is unknown. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: tian w., yu j. (2017), the role of c2-c7 angle in the development of dysphagia after anterior and posterior cervical spine surgery. Clinical spine surgery. Volume 30, pages 1306-1314. (China) this study was done to analyze the relationship between cervical alignment and the development of dysphagia after anterior and posterior cervical (pc) spine surgery. The study was conducted between june 2007 and may 2010 to 452 patients. These patients were divided into 3 groups by operation procedure; 172 patients underwent anterior cervical discectomy and fusion (acdf) procedure, 98 patients underwent cervical disk replacement (cdr) procedure, and 182 patients underwent posterior cervical (pc) procedure. Of the 44 cases that were reported to have developed post-operative dysphagia, 22 patients were implanted using an unknown synthes anterior cervical plating system with locking screws. Plain cervical radiographs were collected before and after surgery, also face-to-face or telephone questioning were performed to assess post-operative dysphagia at least 1 year after the procedure. This report is for an unknown synthes anterior cervical plating system and unknown synthes locking screws. This report is for an unknown locking screw. This is report 2 of 2 for (B)(4).